Event description:
It was reported that patient was seen in clinic and low impedance was observed upon interrogation. He noted that output was ok and battery was not depleted. No trauma or manipulation occurred and there were confirmed no changes in seizure activity or adverse events associated with it. The physician opted to leave the device on as the patient was not having issues and they did not want to lose the therapy that he was getting. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was received that the patient twisted their old lead until it was damaged. Patient had a full revision surgery due to low lead impedance. Impedance was within normal limits after surgery. Information was later received that the suspect device was discarded. No other relevant information has been received to date.